Manufacturer narrative:
The initial (B)(6) result was reported prior to repeat testing due to operator error. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The information for use (IFU) states in the interpretation of results section: "samples with an index value of greater than or equal to 1.00 but less than or equal to 50 are considered initially reactive for hbsag. Perform repeat testing in duplicate and /or supplemental testing on these samples. After repeat testing, if two of the three results are nonreactive (negative), the sample is considered negative for hbsag."

Event description:
A (B)(6) result was obtained for a patient sample. The result was reported to the physician as (B)(6) prior to repeat testing. Repeat testing was then performed in duplicate and the results were non reactive. A corrected report was issued. The patient sample was also sent for confirmatory testing and the result was negative. The baby was treated with (B)(6) globulin. The baby was born on (B)(6). There was no report of adverse health consequences due to the discordant (B)(6) results.